Event description:
It was reported that "port needle leaking, the break occurred with the 0.5. The patient was recessed with 0.75 after the leak was discovered and therefore made it confusing to identify. Patient/family discovered at home, leak at the connector, patient was advised to come into hospital. Caused an interruption in blinatumomab administration, patient needed to return to hospital for a port needle change and cultures to be drawn. Patient also on study, has all."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.